Manufacturer narrative:
The specimens were collected in pst tubes and were centrifuged at 3,000 rpm. The samples had a normal appearance and the proper fill volume. Customer stated that qc was within specifications, but was erratic. No errors were posted to the event log. A field service engineer (fse) was dispatched: the fse replaced multiple hardware components. The fse performed alignments and minor adjustments to the ultrasonics. Repairs were verified per established procedures and met published specifications. Hardware may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
Customer obtained erroneously high troponin (accu tni) results for seven patients' samples. The initial results were in the range of 0.01-10.50 ng/ml. The original samples of all seven patients were filtered and then re-tested and lower results were obtained. Also, lower accu tni results were generated when some of the samples were tested on a different instrument. The results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.